Event description:
It was reported that the patient was experiencing discomfort and tenderness at the implant site. The patient also noted of having jolting sensations. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks prior to the date the manufacturer became aware.